Manufacturer narrative:
The investigation confirmed discrepant vitros psa results were predicted from a plasma and serum sample collected from the same patient while using the vitros eciq immunodiagnostic analyzer. Analysis of the customer's quality control results and analyzer data log files found no evidence to suggest an instrument or reagent malfunction were contributing factors. Analysis of the in-use reagent lot (B)(4) found no related issues. Repeat testing of each plasma and serum sample predicted vitros psa results that correlated well to each other. The investigation confirmed that the plasma and serum samples involved were not processed in accordance with the sample collection device manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The root cause of this event is unknown.

Event description:
Discrepant vitros psa results were predicted from a plasma and serum sample collected from the same patient while using the vitros eciq immunodiagnostic analyzer. The following mean results were obtained from 5 replicate predictions from each sample. Plasma sample: vitros psa 27.34 ng/ml. Serum sample: vitros psa 16.28 ng/ml. The correct result was determined to be 27.34 ng/ml that was predicted from the patient's plasma sample. The discrepancy was detected by the laboratory and no erroneous result was reported. However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).